Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocated using hmo poly, re trailed 38 standard and secure. Primary (B)(6) 2017;revision (B)(6) 2017.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the complaint description states that the patient was revised to address dislocated using hmo poly, re trialled 38 standard and secure. Surgeon did remove several osteophytes that could have caused the impringement required to dislocate. The devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code(s) and lot(s) combination(s). Based on the information received and the investigation performed, the root cause of the incident could not be determined. The osteophytes could have caused the impringement required to dislocate, as reported on the complaint description. Depuy considers this complaint closed. It may be re-opened if any relevant information is received. The issue will be monitored through post market surveillance reviews. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.